Manufacturer narrative:
Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient could not use adaptive stimulation (as) because it they sat it was saying the patient was lying down. This started in february. The patient has not been using as because of this. Lately it was giving the patient random bursts of juice. The programmer went "dull" four months ago and it was hard to see. It was reported that the settings not available message was showing on the controller with groups a and b that would go down in intensity but not up. Group c was able togo both up and down. This was noticed about 2 weeks prior to the report on (B)(6) 2019. No further complications were reported.